Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that the system was unable to boot up. Upon troubleshooting with customer, it was informed that the system was shut down during the transfer of a large volume of images. The rse reviewed the logfile and confirmed the reported error. To resolve the reported issue, the rse suggested on modifying the layout in the tsm and guided the customer through the cold restart procedure. After performing the cold restart, the image transfer resumed and completed successfully, and the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot, stalling at 00:00. No harm was reported to philips. The device was outside of clinical use at the time of reported event. Philips has started an investigation of this complaint.